Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) ranged from 400-600s mg/dl. Ketone level was high. Insulin injections were administered. Customer contacted hospital and was prescribed an insulin pen to address bg. Healthcare provider identified ketones as being dangerous. Customer reverted to using manual injections. Pump therapy was resumed on approximately (B)(6) 2018. As the occlusions occurred in the past, tandem technical support was unable to determine a possible cause of the event.